Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic endoscopic lumpectomy, when applied on the closed lung tissue, the reload was fired halfway. The device was replaced to complete the case. There was no patient injury.